Manufacturer narrative:
Information received from complainant was limited and suggested potential serious injury and is being reported as worst case. If additional information is received, will report within 30 days of receipt. MDR reportable event trends are reviewed quarterly in franchise management review meetings. Device labeling single use or reuse.

Event description:
On (B)(6) 2013, a patient (pt) reported that while wearing acuvue 2 (av2) contact lenses she had an event which required medical treatment. The pt reported that her eye care professional (ecp) recently switched her from acuvue oasys to av2. Pt stated that she was on vacation in the (B)(6) and put in a new av2 lens in her right eye (od). The pt stated that on the first day of use the od was bothering her, so she removed the contact lens. Pt stated that irritation and tearing continued after removal of the lens. She used otc eye drops (brand unknown) which did not help the symptoms. Pt stated that she saw an ecp in the (B)(6) (contact information and date unknown) and was diagnosed with "keratosis". The eye doctor gave her eye drops (name unknown) and prescribed them for q1h for 2 days, then tapered dosing for 6 days to treat an "infection". Pt did not return for follow-up in the (B)(6) or the us. Pt states that she sleeps in her lenses and typically replaces them monthly. The pt reported on (B)(6) 2013 that she did follow-up with her ecp in the us who stated her od "looked fine". Pt stated that the ecp exchanged the av2 product for her and she is no longer experiencing any issues.